Event description:
The device was returned for investigation. The complaint was confirmed via log file review. Pump was found to have been running software older than 5.9.2 and suffered a leak failure of valve 2. The pump was provisioned to 5.9.2 software and the leak failure is no longer able to be reproduced. Pump passed mock infusions designed to trigger a leak in valve 2 without issue.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: staff have a lvp pump that was reported has a pump problem. Staff cleaned the av (actuator valve) pins and loading guide . No problem found while testing pump. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.